Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting check vent error message proximal pressure sensor error. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The manufacturer's field service engineer (fse) was dispatched to the site and reviewed the event log and performed a preoperational check. No errors were found. The fse could not duplicate the reported problem. The device passed required performance verification tests per philips standards and was returned to service.